Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. From the basket side to the proximal side of the basket wire and the sheath were sent back for investigation. The basket wire at the operating pipe side and the operating pipe were not sent back for investigation. Deformation was observed in the basket. The broken area at the basket side had a crushed shape. The outer diameters of each of the three basket wires were measured. No abnormalities detected. The manufacturing record was reviewed and found no irregularities. Based on the results of the investigation, and previous investigation results indicated that a likely cause of the reported event might be the following. 1) depending on the various factors such as shape and hardness of the calculus and a force to close the basket, a force more than expected might have applied to the device while the basket was grasping the calculus. 2) due to in state of ¿1¿ description, the basket became incarcerated. 3) an attempt was made to crush the calculus by using the bml-110a-1 continuously, a force more than expected applied to the device due to the various factors such as size, shape, hardness and a force to close the basket. 4) the operating wire broke due to the situation described in ¿3¿. The above device handling has warned in the instruction.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an endoscopic removal of gallstone, the subject device was used. The subject device could not be removed from the patient's body. The user used the emergency lithotriptor but could not remove the device since the operating wire was broken off. The scope was inserted again, the stones caught in the basket were removed with biopsy forceps, and the basket was removed. The procedure was completed. There was no patient injury reported.